Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a black base was discharged from the endoscopy capsule. On (B)(6), 2025, the patient returned to the hospital for an x-ray and it was confirmed that there was no foreign objects present inside the body and that the object like base may have been a misperception by the patient. On the day of the examination after swallowing the capsule, it was confirmed via real-time view in the hospital that the capsule had reached the large intestine afterward, the sensor array and recorder were removed, and the patient went home. It was said that the necessary study data for the patient had been obtained. No health damaged to the patient.

Event description:
It was reported that a black base was discharged from the endoscopy capsule. On (B)(6) 2025, the patient returned to the hospital for an x-ray and it was confirmed that there was no foreign objects present inside the body.

Manufacturer narrative:
D10 concomitant products: fgs-0109-j, fgs-0109-j pillcam patency capsule x1 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.